Event description:
According to the reporter, during an open gastrectomy, a cartridge connected to a handle encountered an issue with the articulation joint. When the stomach was resected, the tissue was particularly thick. The clamping initially indicated zone 3 (excessive force zone), but after compression, it shifted to zone 2, and firing was performed despite the shift. As the procedure continued, the articulation joint became damaged and could not be removed from the adapter. To resolve the issue, the damaged product was replaced with a new adapter, and the procedure was completed successfully. There was no patient injury. Medtronic's initial evaluation of the incident device found that reload had a broken blowout plate and the laminates were herniated. During the process, the firing rod pulled through the laminates.

Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)); sigphandle, sig power sigphandle handle, (serial# unknown); sigpshell, sig power sigpshell control shell, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the reload came attached to an adapter. The reload had a full complement of staples. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The reload had a broken blowout plate and the laminates were herniated. Functionally, a manual retract tool was used to retract the firing rod so the reload could be removed. During this process, the firing rod pulled through the laminates. Due to the noted damage, further functional testing was precluded. It was reported that the articulation joint was damaged and could not be removed from the adapter. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.